Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 400 mg/dl and ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 4 days later, (B)(6) 2025 with no permanent damage. The customer continued to use the pump for insulin therapy.